Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples underwent functional tests. Two of the retained samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. Additionally, all 30 retained samples passed another set of functional tests, showing proper activation with no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using fifty (50) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle did not cover the needle after removing the tube causing blood to seeps into both the tubes and the holder. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6) d.2b medical device type: one additional code applies; jka e1: initial reporter facility name: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using fifty (50) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle did not cover the needle after removing the tube causing blood to seeps into both the tubes and the holder. No patient impact reported.